Manufacturer narrative:
Date of birth: (B)(6) 1937.

Event description:
It was reported that the post op images show a rod that has is not connected to the screw. Additional information: "the revision surgery has not occurred yet, it is scheduled for may 9." Update: upon investigation, blocker migration was found.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Examination of the submitted blockers showed rod contact marks consistent with proper tightening of the blockers. Manufacturing records for this product were reviewed and no anomalies were found the plausible root cause cannot be determined conclusively.

Event description:
It was reported that the post op images show a rod that has is not connected to the screw. Additional information: "the revision surgery has not occurred yet, it is scheduled for (B)(6)." Update: upon investigation, blocker migration was found.